Manufacturer narrative:
Correction provided in section d9 and g3 to correct the awareness date of the first supplemental report. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation the error description provided was confirmed, and further defects (blade damaged; adhesive joints on camera head worn and leaking) were detected. Based on the defects found during the technical inspection it is therefore concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and cause the light is dim. In addition, we would like to call your attention to chapter "3.2 correct handling and product testing" in the corresponding instructions for use (document# (B)(4)) on page 8 and to chapter "5.2.1 visual inspection" and "5.2.2 functional test" on page 15/16. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the light dim. No patient involvement reported. No negative impact on state of health reported.